Event description:
Customer was hospitalized with high bg as per md. Customer is 6 months pregnant. Customer is not pinching up when she inserts. Advised customer to pinch up when she inserts. During troubleshooting it was noticed that fixed prime was set to 7.0 advised customer to fixed prime should be 0.7. Instructed customer to change out set and inject as per md.